Event description:
It was reported that the customer received an altitude alarm during basal delivery. The customer could not clear the alarm. The customer's blood glucose level was not impacted. The customer is aware of alternate insulin methods for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.